Manufacturer narrative:
Samples were collected in 5ml lihep plasma tubes. Samples were fresh and centrifuged for 3 minutes at an unspecified speed using a stat spin centrifuge. Qc was within the customer's established ranges prior to the erroneous results. System check data has not been supplied to date. Bci field service engineer (fse) was dispatched for this event. Fse performed failing system check runs. In response to the failing system checks, fse rebuilt ratio pump, replaced dispense and aspirate probes, and wash carousel mixers. A mixing speed check passed within instrument specifications. Fse replaced aspirate probes again, and incubator belt and all incubator track bearings. Fse performed system check and high sensitivity system check, which passed within instrument specifications although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously elevated troponin (accutni) results above the ami cut off for one (1) patient and erroneously elevated troponin (accutni) results within the risk stratification range for a second (2nd) patient, generated by the unicel dxc 600i. These results were reported out of the lab. Repeat analysis of the samples gave lower results within the normal reference range for both patients. These results were sent as corrected reports. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.